Event description:
Patient was on vacation and incurred an episode of high blood sugar that required hospitalization. Patient reported that they awoke in the morning and their blood sugar was 118. Stated it was time to change their infusion set. Blood sugar after site change began to run high. They attempted numerous correction boluses with no decrease in blood sugar. They did not change site after 2 concurrent highs in blood sugar. The patient went through the pump's history and verified there were not any errors detected. Patient was informed that it is recommended that anytime a patient experiences 2 concurrent highs, that they change their site. Informed patient that cannula can be kinked under skin resulting in insulin not being adequately absorbed. They stated they were not aware of that and thought something was wrong with the pump. They also stated that the nurse at the hospital where the patient was admitted had determined that it was a site problem and not the pump.